Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The customer¿s blood glucose level was unknown. The customer reported that the screen was black, when the screen came on it said that a button had been pressed for three minutes. It was reported that they had stuck button error alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, battery power loss alarm or blank display noted during testing. All the buttons functioned properly and no moisture damage on keypad traces or stuck button error alarm noted during testing. (B)(4).